Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 8mg/ml at 2.6553mg/day and dilaudid 8mg/ml at 2.6553mg/day via an implantable pump. The indications for use were non-malignant pain and radiculopathy. The healthcare provider reported a motor stall was seen at initial interrogation. The motor stall was active and the patient did not recently have an MRI. The reported patient symptoms were sick, dizzy and nauseated. The change in symptoms was a sudden change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received via a company representative. As per the pump¿s logs, a motor stall occurred on (B)(6)2017 at 12:09 followed by a stopped pump period may exceed tube set message on (B)(6)2017 at 12:09. As per the pump logs, the following medications were being administered via a simple continuous dose rate as of (B)(6)2017: dilaudid (concentration: 8.0 mg/ml, dose rate: 0.3840 mg/day), and bupivacaine (concentration: 8.0 mg/ml, dose rate: 0.3840 mg/day). The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due gear wheel three of the pump motor gear train. If information is provided in the future, a supplemental report will be issued.